Event description:
Additional information was received that the hospital staff assumed the patient tried to commit suicide. The pump was shut off on 14may2024 and the patient was in palliative care.

Manufacturer narrative:
Section d4, catalog number: corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was found unconscious by paramedics at the patient's home. The heartmate 3 system was not working at that time. The paramedic connected the patient to new batteries and the system started working again without technical issues. The patient was admitted to the hospital. Log files were downloaded and revealed a period on (B)(6) 2024 where external batteries were completely depleted and the emergency backup battery (ebb) was in use for about 90 minutes. During this period the alarm silence button was pressed 22 times. New batteries were then connected. On (B)(6) 2024 again both external batteries were completely depleted. The ebb powered the system for about 2 hours before it also depleted. A controller date and time reset occurred when the paramedics connected batteries again on (B)(6) 2024. The patient was in the hospital and still unconscious.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the patient passed away on (B)(6) 2024 and therapy was stopped. Whether the outcome was device or therapy related was not provided by the customer. An autopsy was not performed. The pump was not explanted and would not be returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively determined through this evaluation. The submitted controller event log file contained events from 10may2024 ¿ 11may2024, until the controller clock was reset to the default timestamp. The file captured low power hazard alarms, followed by no external power alarms due to full external battery depletion on 10may2024. The system operated on the controller¿s internal backup battery (ebb) until new batteries were connected. On 11may2024, low power hazard alarms became active again, and the external batteries, followed by the ebb, became fully depleted resulting in a pump stop. When the system controller was re-connected to fully charged batteries, the timeclock subsequently reset to the default timestamp, indicating that there had been a total loss of power to the controller. The pump ramped up to the stored patient speed without issue. The pump appeared to be operating as intended before and after the pump stoppage event. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including death, that may be associated with the use of the heartmate 3 lvas. Section 1 also provides an explanation of pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 7 of the IFU, ¿alarms and troubleshooting¿, describes alarm conditions (including the low flow hazard), as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. B is also currently available. Section 7 of the IFU and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the report that the patient lost consciousness could not be conclusively determined through this evaluation. The submitted controller event log file contained events from (B)(6) 2024, until the controller clock was reset to the default timestamp. The file captured low power hazard alarms, followed by no external power alarms due to full external battery depletion on (B)(6) 2024. The system operated on the controller¿s internal backup battery (ebb) until new batteries were connected. On (B)(6) 2024, low power hazard alarms became active again, and the external batteries, followed by the ebb, became fully depleted resulting in a pump stop. When the system controller was re-connected to fully charged batteries, the timeclock subsequently reset to the default timestamp, indicating that there had been a total loss of power to the controller. The pump ramped up to the stored patient speed without issue. The pump appeared to be operating as intended before and after the pump stoppage event. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events that may be associated with the use of the heartmate 3 lvas. Section 1 also provides an explanation of pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 7 of the IFU, ¿alarms and troubleshooting¿, describes alarm conditions (including the low flow hazard), as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. B is also currently available. Section 7 of the IFU and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.